Event description:
Hickman catheter placed 2007. Pt instructed in care/flushing/cleaning of hickman. While flushing catheter 10 days leter, experienced chest pain, palpitations, shortness of breath. Seen in ER. Workup essentially negative. Pt re-educated in care of hickman as she was removing "caps" to flush with saline.